Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report updated at that time.

Event description:
Additional information was later received indicating this device was explanted and replaced during a procedure to replace the patient's competitor rv lead. It was noted that the device was replaced in order to avoid an additional procedure at a later time. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and competitor right ventricular (rv) lead exhibited low out-of-range pace impedance measurements resulting in the device switching from bipolar to unipolar pacing. At the time the health care professional (hcp) reported the event it was noted that the lead was previously repositioned shortly after implant due to a suspected but unconfirmed lead dislodgement resulting in loss of capture (loc) and low pace impedance measurements. At follow up measurements were within normal limits in both bipolar and unipolar configurations with no other anomalies observed. Device data was sent to boston scientific technical services (ts) for additional review. Noise was observed on stored egms but noted to possibly be related to the unipolar pacing configuration rather than the issue causing the low impedance measurements. Ts discussed several potential causes of the issue and provided considerations for follow up. The physician elected to continue monitoring the patient. No additional adverse patient effects were reported. This system remains in service.